Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated ins has been dead for a year and when they met with patient, the controller and recharger kept showing "no device found". Caller tried their recharger and that also resulted in "no device found" and the tablet wouldn't locate ins either. Caller stated that since ins has been dead, patient has tried to charge intermittently but hasn't been able to. The caller was not with the patient. Technical services (tss) reviewed that external equipment is likely not connecting to ins due to it being depleted. Tss reviewed process of passive recharge mode and that multiple cycles may be needed. Caller was going to call patient back and walk through passive recharge over the phone. It was reported that the patient was unable to charge and the recharger was physically damaged. The caller indicated that they were able to charge the ins with a controller and recharger that belonged to the patient. Troubleshooting was not required. The agent placed a request to send a replacement recharger to the patient. The caller reported that the patient's controller would not securely connect to the ac adapter. The ac adapter cable had to be held into the controller to allow the device to recharge. Troubleshooting was not required. The agent placed a request to send a replacement controller to the patient. Rep reports the ins was replaced with a non-rechargeable device. Rep reports that two other reps had previously called the issues into patient and technical services (pats), rep confirms this was a continuation of the two found historical events. Rep reports the patient experienced issues locating the device, and charging. Rep reports the patient appeared to have unrelated memory issues during the case (patient did not remember receiving replacement external devices), and wanted to replace it with something they didn't h ave to worry about charging. Rep reports the issue was resolved with replacement.